Event description:
It was reported that the device had a stripped setscrew and exhibited intermittent capture. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of a stripped setscrew was confirmed in the laboratory via destructive analysis of the setscrew. The device was tested on the bench and the threads of the v-tip connector block and the setscrew. The device was tested on the bench and the threads of the v-tip connector block and the setscrew were found to be damaged. The cause of the setscrew damage could be determined. The reported filed event of intermittent capture was not confirmed in the laboratory. The device was tested on the bench and no anomalies were observed.